Manufacturer narrative:
Correction made to g1: device manufacturer name: baxter healthcare - mountain home (previously submitted as baxter healthcare corporation) correction made to g1: device manufacturer address 1: 1900 n highway 201 (previously submitted as ni) correction made to g1: device manufacturer city: mountain home (previously submitted as ni) correction made to g1: device manufacturer state: ar (previously submitted as ni) additional information: g1: device manufacturer country, g1: device manufacturer postal code, h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred between the female connector of the transfer and the patient line of the pediatric cassette. This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for twenty eight (28) days. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.